Event description:
Caller alleged imprecision with inratio2 meter. Pt's therapeutic range: 2.5 - 3.5 inr. On (B)(6) 2012, pt was hospitalized for a blood clot. Pt was discharged on (B)(6) 2012. Lovenox was administered. Coumadin was adjusted.

Manufacturer narrative:
Investigation pending.